Event description:
In 2008, the pt reported that she received a blockage alarm (competitor infusion device) and her blood glucose was elevated to 549 mg/dl. She injected insulin via syringe to lower her blood glucose. She stated that she has used numerous infusion sets in the last three days due to blockages. Her current infusion set had been in use for 5 hrs. To troubleshoot, she was instructed to perform a bolus through the infusion tubing and she received an error. She was then instructed to remove the infusion tubing and she was able to bolus without error. The cannula was not kinked or bent. She stated she rotates her infusion sites from side to side and avoids scar tissue and bruising. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.